Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement. The entire system including the guide catheter was removed without incident. No patient injuries or complications occurred.